Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings: review of the black box data did not reveal any evidence of short battery life; the battery voltages were noted to be within normal specifications. On examination, the battery compartment was found to be cracked; investigation confirmed damage. The returned battery cap was intact and able to secure to the pump. Electrical currents were evaluated and determined to be within required specifications. The pump was exercised for 24 hours without duplication of a battery life issue. The pump case was removed and there was no evidence of moisture or loose components inside pump. The battery cap was not returned with the pump and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was damaged. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.